Event description:
Additional information was received and stated that the patient underwent a second procedure on (B)(6) 2023. The fractured liner and worn hip femoral head were removed. Replaced with new ceramic head and acetabular liners.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence found signs of metal transfer on the outer surface of the ceramic head which indicates an unintended direct contact with the acetabular cup and does not signify any product nonconformance. It is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup, therefore the reported allegation can be partially confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Liner breakage post-op. More than 9 months after bilateral hip arthroplasty. The patient had left hip movement sound.the patient went to the hospital for examination, and it was found by x-ray that the ceramic liner implanted on the left side was cracked. A second surgery was required, but the timing of the second surgery is currently uncertain.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.